Event description:
During surgery, it would discovered through the process of opening the express care implant that the innermost blister was cracked which compromised the sterility of the implant. This resulted in a surgical delay of approx 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.